Event description:
Healthcare professional reported through clinical study that approx. 42 months the valve was removed due to endocarditis. The valve was not returned for analysis however a pathology report was sent.